Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician (australia) placed a lead in the incorrect location during a lead replacement procedure. The issue was identified postoperatively. The patient was taken back to surgery where the lead was revised. Following the revision, the patient is reportedly receiving effective therapy.